Manufacturer narrative:
MDR 3003442380-2024-01375-device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set canula was bent. The patient had 4 infusions set that had bent cannulas. The first event was occurred on 31-mar-2024 and other three events were occurred on 01-may-2024. The events occurred within 3 or more hours after insertion. First infusion det 6 hours, then between 3 hours for 2nd , 3rd and 4th one 1-2 hours. The insertion site was reported as abdomen. The blood glucose level was monitored as 390 mg/dl. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.